Event description:
Olympus was informed that during a therapeutic laparoscopic hernia repair procedure, the patient sustained an injury to the bowel and required a bowel resection. No further information was provided.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
Additional information: h6 - adverse event problem - medical device problem code device evaluation: the suspect medical device as well as the concomitant devices were returned to the manufacturer for evaluation/investigation. The evaluation/investigation found the jaws insert to be bent laterally at mid-length. The shaft was found heavily deformed at its distal end. This most likely happened due to excessive force being exerted during disassembly. The handle provided for investigation was evaluated as meeting its specification. The event/incident was attributed to use error. A manufacturing and quality control review was performed for the affected lot numbers of the jaws insert and the concomitant devices without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic procedure harm was caused to a patient with a grasper. The affected model number is not confirmed at the current state and is used to process this case. No further information was provided.